Event description:
It has been reported that the event involved a male patient while inside the ambulance. The datascope intra-aortic balloon (iab) was inserted through the teflon sheath via femoral artery and is now connected to an arrow pump ((B)(4)). While transporting the patient in the ambulance from the original hospital to this facility, the user was using the ac adapter for the pump. When dropping off the patient at the hospital the power of the pump shut off without any alarms. As a result, the pump was reconnected to the ac adapter at the hospital and the pumping started again. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The patient outcome was good. The pump will be inspected by a third party service provider.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.